Event description:
Patient had a ventriculoperitoneal shunt revision on 8/31/93. Patient returned to the hospital on 9/1/93 with severe vomiting and signs of increased intercranial pressure. Computerized tomogram showed enlarged ventricles. Signs/smyptoms indicate acute shunt obstruction. Shunt revision undertaken. Discovered that shunt of 8/31/93 was missing lumen for fluid to pass through. Shunt explanted and a new one was implanted.